Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported we had an issue which when the instruments used will be burn. This happening while the working element and the cable used during the procedure. No negative impact in state of health reported.

Manufacturer narrative:
Additional information is provided in sections b3 event date, b5 description summary and e1 initial reporter. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
Additional event description: burning of the cable connecting part furthermore it was stated that the issue was identified prior medical procedure and there was patient involvement but no adverse consequences.

Manufacturer narrative:
Result of investigation: it was reported that the bipolar high frequency cord uh801 and the working element 27040eb were used during a procedure and subsequently burned out. The investigation revealed that the plug of the cord was severely discolored and had a large hole. Further analysis indicated that the cord had exceeded its maximum service life and had no remaining applications. Additionally, the investigation of the working element showed that the bonding at the handle and the teflon housing were thermally damaged. It is also assumed that the working element was maintained/repaired by a third-party company. The most probable cause of the burnout during the procedure was the damaged cord uh801 (and the working element 27040eb was not causal). It is concluded that the root cause was the cord exceeding its service life. The reprocessing instruction states that the electrical safety has been validated for a total service life of 20 cycles. Based on the findings during the investigation it is concluded that this number was exceeded. Furthermore, according to the IFU and reprocessing instruction, the user must inspect the cord and its parts for damage before use. The event is filed under internal karl storz complaint ID: (B)(4).